Manufacturer narrative:
Philips initiated an investigation into this complaint. According to the information received from the national medical products administration (nmpa), a repair request was submitted immediately after the procedure was completed. The nmpa report indicated that air had entered the tube and that the tube was replaced, after which the system functioned as designed. The report did not specify who performed the activities. Philips was unable to confirm the reported findings, as the customer stated they were not aware of the situation and did not provide further information. As a result, philips could not assess the alleged harm or determine the circumstances surrounding the reported event. As no additional details have been provided, the investigation is closed. Should further information become available, the complaint file will be reopened and reassessed accordingly.

Event description:
It was reported to philips that, during an interventional procedure for a patient with an acute myocardial infarction, an arcing sound came from the system¿s tube. The procedure was able to be completed; however, it was alleged that this incident contributed to a delay in myocardial reperfusion, increased the risk of intraoperative complications, and resulted in additional radiation exposure. No further information regarding the alleged harm or issue has been provided to date. Due to the lack of information, we are conservatively reporting this event as a serious injury. An investigation into this complaint has been initiated by philips.